Manufacturer narrative:
Literature citation: fischer lauren hewell; nguyen dung. "Double-chamber tissue expanders optimize lower pole expansion in immediate breast reconstruction requiring adjuvant radiation therapy.¿ annals of plastic surgery, (2016 mar 5). Electronic publication date: 5 mar 2016. Follow-up for device causality and missing information is unsuccessful at this time. Author forwarded information request to the primary surgeon, but no further response has been received. "The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event." Device labeling addresses the reported event of infection as follows: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. In rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. Very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms.

Event description:
In the article, "double-chamber tissue expanders optimize lower pole expansion in immediate breast reconstruction requiring adjuvant radiation therapy," the author describes a complication for a patient. The author describes, "one patient, who underwent bilateral nipple-sparing mastectomy via a radial incision, developed an infection on the cancer side after exchange of the tissue expander for the permanent implant. This required removal of the implant, intravenous antibiotics, and delayed reconstruction with a latissimus dorsi flap and implant." Patient had received radiation twice in their lifetime, "once for hodgkin lymphoma and once for breast cancer." Infection was specified as right side and involved a "410 ff 655 ml" allergan device.